Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. It was observed that the flex cable, w18, to the user interface (ui) pcb assembly was disconnected which resulted in the device to not power on. A physio-control service technician reconnected the ui flex cable to the user interface pcb and the reported issue was resolved. Physio-control provided the customer with a repair quote; however, the customer declined to have the device repaired. Physio-control returned the device to the customer without performing any repairs.

Event description:
A customer contacted physio-control to report that their device would not power on when attempted. There were no reports of patient use associated with the reported event.